Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the patient said that she did not hear the alert from her dexcom app when her glucose dropped low. Because of low glucose, she became unconscious and her husband called 911. She was taken to a hospital and her bg value was taken by a paramedic/doctor; however, the patient was unsure of the value and stated that it just registered low on the bg meter. Her bg was taken twice. The second time was also an unremembered low value. Her dexcom that time was also reading low. The patient was reportedly unconscious during this time and she was just made aware of it by her husband when she woke up about an hour after arriving in the hospital. There was no information on the reversal of hypoglycemia. The patient was not aware of any medication given to her. The patient was discharged later that same day. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.